Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned to isi for evaluation. A follow-up MDR will be submitted if additional information is obtained. The system logs were reviewed for the ion system en0002 on the procedure date of (B)(6) 2021 by an isi senior failure analysis engineer: no relevant errors were observed during this procedure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the event information provided was conducted by an isi medical safety officer and the following was noted: ¿according to the description of events above, the patient, with a history of atrial fibrillation, suffered an acute cerebral vascular accident (stroke) during an ion procedure. The acute cerebral vascular accident (stroke)was identified and treated with thrombectomy by the stroke team at the site. Two blood clots were removed by the stroke team from the middle cerebral artery. The patient was transferred to the neuro-ICU for monitoring and treatment of increased intracerebral pressure resulting from the swelling of the brain due to the stroke. While in the neuro-ICU, the patient underwent a follow-up MRI that indicated that the patient suffered a second cerebral vascular accident (cva or stroke) as indicated by diffuse embolic events throughout the brain. According to the physician, the patient passed away due to the cardiac event. The physician does not believe that the ion system caused the patient¿s death. There is no information that would indicate that a device-related error or a mistake by the pulmonary interventionalist was made while using the device. Moreover, there is no information or indication that the device failed, malfunctioned, or manufactured incorrectly. It is unknown as to the source of the emboli that caused the initial middle cerebral artery occlusion. The most likely source would be from an intracardiac blood clot due to the reported patient past medical history of atrial fibrillation. But a clear source of the origination of the blood clot is not included in the description of the event above.¿ the patient underwent an ion endoluminal lung biopsy procedure and experienced an acute stroke. The patient was hospitalized, but ultimately expired due to an unspecified cardiac event. The causes of the patient's stroke and subsequent death are unknown. This MDR is being submitted as part of a retrospective complaint review. Blank MDR fields: follow-up was attempted, but the missing patient information in sections was either unknown, unavailable, not provided, or not applicable. Field is blank because the exact date of the patient's death is not known. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient was not waking up and was diagnosed with an acute stroke. The site stroke team was called and a thrombectomy was performed immediately. A cerebrovascular accident (cva) was confirmed. Two blood clots were removed from the middle cerebral artery (mca) distribution and the patient was transferred to neuro-care in the intensive care unit. A CT scan was performed and "significant generalized brain swelling" was noticed. Intracranial pressure (icp) management was increased. An MRI was later performed and showed "what appeared to be diffuse embolization throughout the entire brain." The patient ultimately expired. It was reported that all mortality and morbidity's (m&m's) were performed along with interventional pulmonology (ip) and intervention radiology (ir), stroke and, intensive care unit and there was no etiology for the generalized brain injury. The physician reported that the ion procedure "went fine" with "no issues, no blips, a little bleeding easily controlled." The physician reported there was no direct correlation to the reported injuries with the ion system, but that the ion was a part of the series of events. On (B)(6) 2021, intuitive surgical inc. (Isi) contacted the driving physician of this case and the following additional information was obtained about the complaint: the physician reported that they do not believe an ion product caused or contributed to the reported event and that no ion malfunction occurred. The physician reported that it is unknown what caused the stroke as there were two different strokes: one localized that was treated with rapid intervention and the second was global. The patient died of a cardiac event.